Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The account generated a false positive architect total bhcg result on a patient. On november 9, 2009, the account generated architect total bhcg = 3522 (no units of measurement provided) which was questioned by the physician. The specimen was processed again with architect total bhcg = <1.2 (no units of measurement provided). No additional patient or testing data was provided. The false positive architect bhcg result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.